Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device mode-switch, resistance was too low. It was noted that there was a soft switch and trigger defect. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism assessment, function of the soft mode switch (safety system), and the power with the test bench. It was noted in the service order that before use on the patient it was observed that the device had a ¿broken button¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.